Event description:
Dexcom g6 sensor was reading my blood sugars were severely low when I checked manually they were over 200 which for me is very high as I have very good control. My insulin pump (omnipod) was not giving me any insulin due to the inaccurate readings from my dexcom. I then called dexcom and put on a new sensor the same thing happened. I have been using dexcom for over 5years now and the past 2 months they have been very inaccurate. This goes for the omnipod as well. My omnipod gave me 15 extra units of insulin by leaking. I was so low I fainted I was unresponsive for 2 minutes drenched in sweat. I was alone in my house and had to crawl to find sugar. These issues need to be addressed. Pt code:: 1905. Device codes: 2588, 1506, 1535. Reference report: mw5176534.